Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the external of the cassette and on the outside back of the cassette when it was removed from the cycler. The patient reported receiving an air detected in cassette alarm and a balloon valve leak warning prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated that the fluid leak occurred during an unknown phase of treatment. There were multiple air detected in cassette warnings and balloon valve leak warnings during fill 2 of treatment and the treatment was cancelled. After cancelling the treatment, they shut down the machine and upon opening the cassette door there was fluid leaking out. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained in performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment manually on the night of the reported event. The patient has been continuing their peritoneal dialysis on a new cycler without issue and without reoccurrence of the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the external of the cassette and on the outside back of the cassette when it was removed from the cycler. The patient reported receiving an air detected in cassette alarm and a balloon valve leak warning prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated that the fluid leak occurred during an unknown phase of treatment. There were multiple air detected in cassette warnings and balloon valve leak warnings during fill 2 of treatment and the treatment was cancelled. After cancelling the treatment, they shut down the machine and upon opening the cassette door there was fluid leaking out. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained in performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment manually on the night of the reported event. The patient has been continuing their peritoneal dialysis on a new cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.